Event description:
Customer reported generation of (6) erroneous low sodium patient and quality control results, involving the dxc 600i ready system. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the dxc 600i system. The fse inspected the instrument event log and found multiple obstruction errors had occurred. The fse determined the failure mode was due to faulty modular chemistry (mc) sample probe. The fse replaced the mc sample probe from the customer stock which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).